Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that magnesium 2 grams/50ml was programmed to infuse at 25ml/hr through secondary set. When the rn returned to bedside at 1145, it was found that the medication bag was empty with still one hour and thirteen minutes left to be infused on the pump. The infusion was stopped and the physician was paged. The pump was then replaced and new intravenous line was started for the patient's scheduled fluids infusion. The patient did not show any signs of distress and monitoring was increased. Although requested, additional information was not provided.